Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the fan ran slowly and there was no visible screen and it was attributed to the power supply which was replaced in order to resolve. Analysis also found broken tabs on the power cord bay door, that there were two missing hinge plate screws, that the printer drawer had a broken latch, that the system fan was noisy, that there was what sounded like a loose screw moving freely inside of the display assembly and that the handle covers were cracked. Concomitant product: product ID 229047 software analyzer. (B)(4).

Event description:
It was reported that the programmer's fan was running slowly and that there was no visible screen. Follow-up determined that the programmer booted to a black screen. The programmer was returned for service. No patient complications have been reported as a result of this event.